Manufacturer narrative:
Investigation included user and caregiver troubleshooting with guidance to verify the correct sensor code, review device bluetooth status, and re-enter the pairing code. Investigation of this case revealed user input error for the sensor code and restoration of pairing after entering the code from the sensor box, with no sensor failure alarms observed. It was concluded that the event was attributable to user error related to incorrect sensor code entry rather than a device malfunction.

Event description:
It was reported that a dexcom g7 sensor paired with an ilet system stopped providing cgm data after previously functioning, resulting in the system operating in bg run mode due to signal loss and an incorrect or changed sensor pairing code. Symptoms included no cgm glucose readings. Outcomes included temporary suspension of automated cgm-driven control with reliance on manual blood glucose entries.